Manufacturer narrative:
Customer has refused service by lumenis at this time. Customer has elected to have an independent service tech look at the device. An MDR is being filed due to prolonged procedure. When lumenis is allowed to investigate the device, a follow-up MDR will be filed.

Event description:
Customer reported that on 3 occasions, their versapulse powersuite 20w failed to fire, causing them to cancel the procedure. Each time the patient had already been put to sleep.